Event description:
Patient presented with a grade ii open right tibia fracture was implanted with im tibial nail construct on (B)(6) 2012. The fracture showed some signs of healing but the skin wound would not heal. Patient was returned to the or on (B)(6) 2013 for revision surgery. The surgeon removed the right im tibia nail and screws due to possible infection. The surgeon performed an irrigation and debridement to the site and the patient was revised to a smaller tibial nail construct and coated with antibiotic cement. The procedure was completed. Reportedly there was no broken hardware. This is 4 of 6 reports for the same event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Without a lot number the device history records review could not be completed.

Manufacturer narrative:
A manufacturing evaluation was conducted. This screw is whole and intact. The drive has been moderately damaged, primarily at the top of the drive. There are numerous marks with displaced material around the entire periphery of the drive countersink. The top of the head has light scratches over the majority of the surface. The band has four, light, parallel rings that appear to be no deeper than removal of the applied finish. The bottom of the head is relatively free of damage/marks. The shaft threads are in good condition to approximately mid-shaft, at which point they become lightly to heavily damaged. The first mark at mid-shaft completely eradicates the thread and also affects the minor diameter. The remainder of the shaft thread damage is in the form of compression/flattening of the major diameter. Some of this damage also exhibits tearing/galling of the basis material. The flutes are lightly damaged in the form of displaced material at the cutting edges resulting from the aforementioned thread damage. The tip is undamaged. The relevant dimensions that could be checked are within specification. Due to the type and extent of damage incurred, a finite evaluation is not possible. A conclusion cannot be determined from a manufacturing standpoint.